Manufacturer narrative:
UDI not available as product manufactured before 9/24/2014.

Event description:
Related manufacturer reference number: 2938836-2020- 01152. Related manufacturer reference number: 2938836-2020- 01153. Related manufacturer reference number: 2938836-2020- 01154. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.

Manufacturer narrative:
The reported event of unknown death was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion breaching the outer insulation at 4.5 cm to 4.7 cm from the connector pin, consistent with lead friction to device can.